Event description:
It was reported that while performing a software upgrade, the programmer displayed an error. The 2090 service disk had been run prior to the upgrade. It was again attempted after the error message, with no success. The programmer was returned to the manufacturer and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report that the programmer displayed an error. However, analysis also found another error that was displayed, due to the printed circuit board being out of specification.